Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was complaining of fullness to the bladder and was bypassing urine onto the bed. Primary nurse tried to flush the foley catheter with 10cc with no success. A second nurse attempted to flush the foley catheter with another 20cc of normal saline and patient drained 190cc out of the foley catheter (160 of urine). Then the foley catheter was re-clamped and flushed again. The patient was able to void 250 cc into a urinal with some small orange sediment. Before attempting to flush the catheter, the nurse tried to remove the water from the balloon of the foley catheter and removed 1 to 2 cc. The patient felt a pop in the bladder and experienced pain. The nurse was able to remove the foley catheter. The small piece of silicone from the balloon was missing from the catheter. The patient required a cystoscope to have the piece removed.